Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction codes user perception issue malfunction code not on list information it has been determined the complaint does not allege a product malfunction has occurred. Requests for lot specific information were sent to the customer but were unable to be provided. Therefore, no further investigation is required. Conclusion of complaint investigation: lot was not provided and as a result: no visual inspection is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No product testing is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Root cause of problem: n/a - this complaint did not require escalation to CAPA, therefore no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available. Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient got hospitalized on (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with insulin via injections. The patient also faced symptoms like headache and breathing problems. No further information available.